Event description:
It was reported that during a knee arthroscopy the pump was not regulating the pressure and continued to run when set on low. The customer reported that the pump alarm sound intermittently. The case was completed with this pump and no injury was associated with this event.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by manufacturer. Investigation results: to date, this device has not been returned to conmed linvatec for evaluation. Following return and investigation of the pump, a follow-up report will be filed.